Manufacturer narrative:
(B)(4). Date sent: 8/8/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: the device seemed to have power. The blade just would not retract and the stapler would not open. We could not evaluate the integrity of the staple line since the jaws would not open. The procedure was a revision of the gastric pouch and gastrojejunostomy. The indication and diagnosis for surgery was morbid obesity and weight recidivism following laparoscopy gastric bypass. The stoma/anastomosis was a gastrojejunostomy the patient is doing well clinically. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a stoma revision, the doctor was using a stapler with a black reload, and it was on the fifth fire of the case with a staple line lsr reinforcement. When the surgeon fired the device the blade would not reverse, the device died out. At that point the surgeon took the battery out and flipped the battery 180 degrees, but the battery would not give any action. The surgeon pressed the home button and the blade did not retract. The surgeon once again rotated the battery a second 180 degrees, still no engagement of the blade. At that point the surgeon attempted a manual reversal of the blade. That would not work. In the process of using the manual reverse the black manual reverse lever broke and would not ratchet back. At that point the endocutter was locked on tissue. The surgeon was forced to take a second device and fire medially to the locked endocutter. This resulted in a complete change in technique. The case was completed with a circular device resulting in a gastric bypass roux-en-y. At the time of the call patient harm was unknown. Patient is recovering. The surgeon completed a methelan blue test to see if the anastomosis with the compromised tissue was okay, the test was negative. The surgeon also performed an egd air test which was also negative. Vistaseal was placed on the patients anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2024. File reviewed and h6 updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 11/6/2024 d4 batch #c9dk52 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the closing trigger open and anvil in closed position. The manual override door was out of position and the override lever was broken. In addition, the knife was noted advanced and beyond the cutting line and could not be returned to the home position. After further evaluation, the anvil could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components, however no definitive root cause was determined. In addition, a gst60t reload was received loaded in the device. The reload was received fully fired, with damage on reload deck and with ech60r buttress on the reload deck and on the anvil with a b-form staple line present. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, the log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. No conclusion could be reached as to what may have caused the damaged noted on the device. A manufacturing record evaluation was performed for the finished device batch number c9dk52, and no non-conformances related to the reported complaint condition were identified.